Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level of 400 mg/dl and treated with a syringe. Customer stated that when they removed infusion set from the body, the cannula was bent. Customer declined to troubleshooting for the high blood glucose. It was unknown that the customer was used auto mode feature or not. The device will not be returned for analysis.